Event description:
The patient experienced ongoing pain at her baha attract site since her initial implantation and had requested its removal. The device was explanted under a general anaesthetic.

Manufacturer narrative:
This report is submitted on january 6, 2023.